Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Additional information: device available for eval?, returned to manufacturer on,device return to manuf .?, device eval by manufacturer?, imdrf b,c & d codes, remedial action required and remedial action # and manufacturer narrative(DHR statement). Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available h3 other text : see manufacturer narrative.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.